Event description:
Boston scientific received information that during a routine device replacement, this right atrial (ra) lead was observed to have fractured at the proximal section of the lead. No adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically capped and abandoned and a new ra lead was successfully implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.